Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the device was difficult to remove. This 106x12cm ekosonic catheter was selected for use during a bilateral pulmonary embolism thrombolysis procedure. After thrombolysis was complete, the ekos catheters were being removed, and the first catheter was removed without incident. The second catheter was very difficult to move and was noted to be stuck. The physician increased the pulling pressure slightly, but the patient began to complain of chest pain and a pulling feeling in the chest area. The ultrasound core wire was removed and the ekos infusion catheter was flushed before trying to pull and remove the catheter again. The physician increased the pulling force, the catheter was removed, and there were no physical defects observed with the catheter. The patient was noted to be doing fine and was later discharged from the hospital.